Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when collecting blood using the bd vacutainer® 9nc 0.109m plus blood collection tubes, one (1) tube had a crack which led to blood leakage. A new tube was replaced and used to finish the blood draw. There was no report of impact to the user or patient.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected and no cracked tubes were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when collecting blood using the bd vacutainer® 9nc 0.109m plus blood collection tubes, one (1) tube had a crack which led to blood leakage. A new tube was replaced and used to finish the blood draw. There was no report of impact to the user or patient.